Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Upon removing the cassette after completion of treatment, a rupture on the cassette film was noticed. Pt states no ill effects or antibiotics taken. Effluent has remained clear. There is a sample available for eval.

Manufacturer narrative:
Medical records reviewed, no add'l pertinent info available.